Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu and the battery were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported the system experience intermittent boot up issues. There was no patient injury or death reported.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.